Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient representative that the patient's lead is 'messed up' and 'bad,' and that it 'jiggles' and blood is pooling in their heart. The lead remains in use. No further patient complications have been reported as a result of this event.